Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: procedural images were provided for review. The images provided show that both valve load inspections were free from overlap past the fourth node and are considered adequate loads. The reported valvuloplasty was imaged and shows that the balloon was well expanded. Images show the delivery catheter system (dcs) hugging the inner curve of the aorta as reported. In one image there appears to be a dissection flap in the left common femoral. The reported events of positioning difficulties and dislodgement were not seen in the images provided. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case it was reported that the pre-implant computed tomography (CT) did not allow for a true appreciation of the angles and tortuosity of the descending aorta, aortic arch, and ascending aorta, which may have contributed to the dislodgements. Positioning difficulties and dislodgement do not typically indicate a failure to meet manufacturing specifications. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. The reported event indicates that the valve was attempted to be deployed five times. The device instructions for use (IFU) states ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ this indicates off-label use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 29-millimeter (mm) transcatheter bioprosthetic valve with this 14 french equivalent in-line sheath delivery catheter system (dcs), the physician reported that the pre-implant computed tomography (CT) does not allow for a true appreciation of the angles and tortuosity of the descending aorta, aortic arch, and ascending aorta. The reasons provided was because the picture of the aortic route was not presented in an implanting projection with cusp overlap and three cusp view. A non-medtronic 22mm balloon was used for the pre-implant balloon aortic valvuloplasty (bav) with rapid pacing set to 180 beats per minute (bpm) during inflation. The balloon expanded well and was removed. The cusp overlap projection obtained in pre-implant CT did not translate into a perfect co-planar view on the procedural table, so the view was tweaked from rao:24/caudal:37 to rao:32/caudal:34. The valve was introduced and crossed the native valve without issue. Rapid pacing was initialed at 180bmp once the valve was partially deployed between node 3-4 in the cusp overlap projection. A non-medtronic wire was used for the valve deployment. The dcs appeared to hug the inner curve of the aortic arch, rather than the outer curve of the arch. This made the initial valve deployment very high in relation to the non-coronary cusp (ncc) and very deep in relation to the left coronary cusp (lcc). The first deployment attempt was too deep at 12mm on the lcc. The valve was recaptured and the second partial deployment attempt resulted in the valve dislodging into the sinuses. The valve was recaptured and the third partial deployment attempt was too deep on the lcc. The valve was recaptured and the fourth and fifth partial deployment attempt resulted in the valve dislodging into the sinuses. All attempt at deployment were performed using the recommended gilbert tang technique in the 3'oclock position. After the fifth deployment the valve was recaptured, the system was removed and replaced. After discussion and review of the CT files, a decision was made to attempt the implant the replacement 29mm transcatheter bioprosthetic valve with a new delivery system. The second system was attempted with a different entry axis of 12o'clock. It was expressed by the implanter that the tortuosity and shape of the patient¿s anatomy in the arch and descending aorta were not favorably aligning with the spines in the stability layer of the dcs, thus preventing the dcs to oppose with the greater curve of the arch. The second valve was recaptured once due to being too deep. The second attempt was successfully deployed. At 80% deployed, the valve appeared to be high on the ncc at approximately 3-4mm and deeper on the lcc at 8-9mm. At this point the dcs was pivoting more favorably toward the greater curve of the arch, allowing the valve to pivot on the ncc and move up on the lcc on final release. The final resting place of the valve was reported as 5mm below the ncc and 7mm below the lcc. No post-implant bav was performed. No pvl and no observable gradient was identified. The patient was not pacing dependent and was moved to the recovery for routine post procedure care. No adverse patient effects were reported.